Event description:
It was reported that the patient complained of muscular stimulation. The patient's device was interrogated and their left ventricular (lv) lead was reprogrammed and remains in use. However, the patient continued to feel further symptoms of stimulation. Upon further investigation, it was discovered that the patient's right ventricular (rv) lead had a microperforation causing intercostal stimulation. The lead was revised and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.